Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring greater than 2000 ohms. The physician suspected the lead was dislodged. Subsequently, a lead revision was performed and when the physician opened the device pocket the rv lead fell out of the header. The lead was explanted and replaced successfully and the device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring greater than 2000 ohms. The physician suspected the lead was dislodged. Subsequently, a lead revision was performed and when the physician opened the device pocket the rv lead fell out of the header. The lead was explanted and replaced successfully and the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range pacing impedances on the right ventricular (rv) lead measuring greater than 2000 ohms. The physician suspected the lead was dislodged. Subsequently, a lead revision was performed and when the physician opened the device pocket the rv lead fell out of the header. The lead was explanted and replaced successfully and the device remains in service. No additional adverse patient effects were reported.